Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain "), vulvovaginal pain ("vaginal pain ") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more coils ). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes),"), pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's concurrent conditions included endometriosis, hemorrhagic cyst and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue") and migraine ("migraines/headaches"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2011 underwent ablation, total hysterectomy (uterus and cervix removed) and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, fatigue and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2011: cul-de-sac biopsy: endometriosis. Pathology test - on (B)(6) 2013: surgical pathology report: site of specimen: uterus, cervix gross examination: uterus and cervix- received is a hysterectomy which suggest a fibroid uterus, weighs 139 grams. It measures 10 x 7 (bicornuate width) x 5 cm. The cervix diameter is 3 cm with a 5 mm os. Sound measures 8.2 cm. There are several sutures on the specimen and there is some brown mucus exuding from the cervical os. There appear to be some serosal surface roughening and within the fallopian tubes which were tied off on distal aspect are metal rods presumably for sterilization. There is a fairly sizable fibroid which is submucosal and measures 4 cm. It is well circumscribed and has a whitish consistency. Diagnosis uterus and cervix, weight 139 grams: cervix -- chronic cervicitis. Endometrium -- basalis endometrium myometrium -- submucosal leiomyoma. Serosal surface remote active endometriosis.. Ultrasound pelvis - on (B)(6) 2012: impression: linear density which may suggest an intrauterine device. This appears to extend beyond the lumen of endometrial cavity and actually beyond the myometrium towards the extrauterine soft tissues. There may be a need for further imaging such as CT. Addendum: further information describes that the patient has had essure intra fallopian tube coil device placement for tubal occlusion for birth control option. These findings of device related echodensity would actually match the expected findings after such a procedure.; on (B)(6) 2013: left uterine fibroid. No acute finding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jan-2019: previously reported events- "abnormal bleeding (vaginal,menorrhagia), heavy abnormal bleeding, fatigue, migraines/headaches, pelvic pain/pain" outcome updated to "recovered / resolved" from pfs. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes),'), pelvic pain ('pelvic pain/pain'), heavy menstrual bleeding ('abnormal bleeding (vaginal,menorrhagia)') and genital haemorrhage ('heavy abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included multigravida. Concurrent conditions included endometriosis, hemorrhagic cyst and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue") and migraine ("migraines/headaches"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2011 underwent ablation, total hysterectomy (uterus and cervix removed) and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, fatigue and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2011: cul-de-sac biopsy: endometriosis. Pathology test - on (B)(6) 2013: surgical pathology report: site of specimen: uterus, cervix gross examination: uterus and cervix- received is a hysterectomy which suggest a fibroid uterus, weighs 139 grams. It measures 10 x 7 (bicornuate width) x 5 cm. The cervix diameter is 3 cm with a 5 mm os. Sound measures 8.2 cm. There are several sutures on the specimen and there is some brown mucus exuding from the cervical os. There appear to be some serosal surface roughening and within the fallopian tubes which were tied off on distal aspect are metal rods presumably for sterilization. There is a fairly sizable fibroid which is submucosal and measures 4 cm. It is well circumscribed and has a whitish consistency. Diagnosis uterus and cervix, weight 139 grams: cervix -- chronic cervicitis. Endometrium -- basalis endometrium myometrium -- submucosal leiomyoma. Serosal surface remote active endometriosis.. Ultrasound pelvis - on (B)(6) 2012: impression: linear density which may suggest an intrauterine device. This appears to extend beyond the lumen of endometrial cavity and actually beyond the myometrium towards the extrauterine soft tissues. There may be a need for further imaging such as CT. Addendum: further information describes that the patient has had essure intra fallopian tube coil device placement for tubal occlusion for birth control option. These findings of device related echodensity would actually match the expected findings after such a procedure.; on (B)(6) 2013: left uterine fibroid. No acute finding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality-safety evaluation of ptc, update of annex a. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes),'), pelvic pain ('pelvic pain/pain'), heavy menstrual bleeding ('abnormal bleeding (vaginal,menorrhagia)') and genital haemorrhage ('heavy abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included multigravida. Concurrent conditions included endometriosis, hemorrhagic cyst and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue") and migraine ("migraines/headaches"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2011 underwent ablation, total hysterectomy (uterus and cervix removed) and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, fatigue and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2011: cul-de-sac biopsy: endometriosis. Pathology test - on (B)(6) 2013: surgical pathology report: site of specimen: uterus, cervix gross examination: uterus and cervix- received is a hysterectomy which suggest a fibroid uterus, weighs 139 grams. It measures 10 x 7 (bicornuate width) x 5 cm. The cervix diameter is 3 cm with a 5 mm os. Sound measures 8.2 cm. There are several sutures on the specimen and there is some brown mucus exuding from the cervical os. There appear to be some serosal surface roughening and within the fallopian tubes which were tied off on distal aspect are metal rods presumably for sterilization. There is a fairly sizable fibroid which is submucosal and measures 4 cm. It is well circumscribed and has a whitish consistency. Diagnosis uterus and cervix, weight 139 grams: cervix -- chronic cervicitis. Endometrium -- basalis endometrium myometrium -- submucosal leiomyoma. Serosal surface remote active endometriosis.. Ultrasound pelvis - on (B)(6) 2012: impression: linear density which may suggest an intrauterine device. This appears to extend beyond the lumen of endometrial cavity and actually beyond the myometrium towards the extrauterine soft tissues. There may be a need for further imaging such as CT. Addendum: further information describes that the patient has had essure intra fallopian tube coil device placement for tubal occlusion for birth control option. These findings of device related echodensity would actually match the expected findings after such a procedure.; on (B)(6) 2013: left uterine fibroid. No acute finding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. No new clinical information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes),"), pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia),") and genital haemorrhage ("heavy abnormal bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's concurrent conditions included endometriosis, hemorrhagic cyst and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue,"), migraine ("migraines/headaches") and headache ("migraines/headaches"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: (B)(6) 2011, cul-de-sac biopsy: endometriosis (B)(6) 2012, pelvis ultrasound: impression: linear density which may suggest an intrauterine device. This appears to extend beyond the lumen of endometrial cavity and actually beyond the myometrium towards the extrauterine soft tissues. There may be a need for further imaging such as CT. Addendum: further information describes that the patient has had essure intra fallopian tube coil device placement for tubal occlusion for birth control option. These findings of device related echodensity would actually match the expected findings after such a procedure. (B)(6) 2013, pelvis ultrasound: impression: left uterine fibroid. No acute finding. (B)(6) 2013, surgical pathology report: site of specimen: uterus, cervix gross examination: uterus and cervix- received is a hysterectomy which suggest a fibroid uterus, weighs 139 grams. It measures 10 x 7 (bicornuate width) x 5 cm. The cervix diameter is 3 cm with a 5 mm os. Sound measures 8.2 cm. There are several sutures on the specimen and there is some brown mucus exuding from the cervical os. There appear to be some serosal surface roughening and within the fallopian tubes which were tied off on distal aspect are metal rods presumably for sterilization. There is a fairly sizable fibroid which is submucosal and measures 4 cm. It is well circumscribed and has a whitish consistency. Diagnosis uterus and cervix, weight 139 grams: cervix -- chronic cervicitis. Endometrium -- basalis endometrium myometrium -- submucosal leiomyoma. Serosal surface remote active endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: new reporters and reporter information added. Case medically confirmed. Patient demographic details added. Historical, concomitant condition and relevant lab data were added. Product indication and insertion date updated. Event added as abnormal bleeding (vaginal, menorrhagia), fatigue, migraines/headaches, perforation (fallopian tubes), essure confirmation test conducted: no. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.